Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leak where the tube and the patch connect. No further information available.

Manufacturer narrative:
Patient country: germany.